Manufacturer narrative:
A follow-up report will be sbmitted upon completion of the investigation.additional information was requested but not provided at the time of this report.

Event description:
The customer reported that a patient had a seizure and wave data was missing associated with a possible loss of connection between the information center and wireless devices while the device was in use on a patient. It was not determined if the patient was otherwise harmed or if urgent medical care was warranted. The device may have been a factor in the event and care of the patient therefore philips will report the occurrence.

Manufacturer narrative:
The loss of waveform data on (B)(6) 2018 between 08:40 and 08:41 was due to a reboot of the mx40 device in use at the time. The patient in bed (B)(4) had a high heart rate event with associated yellow alarm that was provided at 08:38 prior to the reboot of the mx40. The reboot ended with restoration of monitoring within one minute after which another high heart rate alarm was provided. Evaluation of the system during onsite testing by a philips field service engineer found optimal signal strength from the involved mx40 and operational/online access points in the area by the patient's room. The logs support that the mx40 device rebooted at the time of the event which indicates why there was a gap in waveform data at that time. It was not determined why the reboot occurred. The information regarding the investigation findings has been provided to the customer. At this time no further action or investigation is warranted.

Event description:
The customer reported that a patient had a seizure and wave data was missing associated with a possible loss of connection between the information center and wireless devices while the device was in use on a patient. The patient was not otherwise harmed and did not require urgent medical care as a result of this event.